Manufacturer narrative:
Follow-up submitted to correct spelling and awareness date.

Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per compliant (B)(4), during post operative check, failure of implant to integrate was observed.